Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/24/2016. (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a preface® guiding sheath with multipurpose-short curve and the brim cap became partially broken. After further investigation it was realized the brim cap was not broken however there was perforation to the sheath. The connection part between the hub and the sheath was broken. The returned device was visually inspected and brim cap was found in good condition; however a crack with metal exposed was observed at the cannula near the hub. During a microscopic analysis the cannula sheath presented evidence of elongations and plastic deformation product of a tension force which induce the crack separation. During manufacturing process on line inspections are in place to prevent this type of defect from leaving the facility. Then a functional test was performed withdrawing the vessel dilator from the cannula several times without resistance noticed even though the damage observed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. DHR review was extended to the cannula sub assembly and it was found manufactured in accordance with documented specification and procedures. Calibration and preventive maintenance records were also reviewed and all were found within specification and procedures. The customer complaint has been verified; however based on the available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a preface guiding sheath with multipurpose-short curve and the brim cap became partially broken. There was air present when the preface sheath was inserted into the femoral vein and blood was withdrawn. The connection part between the hub and the sheath was broken. The issue was resolved by changing the preface sheath to another one. The procedure was completed without patient consequence. This event is MDR reportable because the damage to the brim cap poses a potential risk to the patient.